Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 29 mg/dl, 37 mg/dl, 33 mg/dl, 38 mg/dl, 48 mg/dl and 107 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.